Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The target lesion was located at a bifurcation of an unspecified vessel. A stent was deployed across a side branch. The 3.0x20mm apex balloon was passed through a stent strut in a side branch and inflated to 10 atm's, when it ruptured. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.